Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the waste lines to the vacuum isolator chamber were clogged. The fse flushed the lines and replaced the tubing at the vacuum isolator chamber, at valve vl8, to resolve the fluid leak issue. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported a few drops of diluent leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. The operator was wearing gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.